Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the left wheel was driving faster than the right wheel, while moving the ias in reverse. The pots were adjusted on the digital drive wheel to have the wheel speeds match on both wheels. The system functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system(ias) was driving inconsistently, as the system was moving back too fast. There was no patient involvement.